Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer had difficulty inserting the sheath due to the tip being frayed. A new iab was going to be inserted, however, the patient's condition became stable and therapy was no longer required. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.